Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, an emergency room physician reported the patient was hospitalized with diabetic ketoacidosis due to the infusion device not working correctly. Patient's blood glucose was in the 500's mg/dl on the day of the report, and she was transported to the hospital by ambulance. Her blood glucose was 563 mg/dl when she arrived, and she was placed on an insulin drip of 7 units per hour. Patient's family alleged the infusion device was not delivering insulin correctly, and it's unclear if the patient delivered insulin via the infusion device prior to hospitalization. Follow-up was completed with patient's daughter on (B)(6) 2013, and she reported she'd rather complete troubleshooting in-person with a company representative. A request was submitted. Two other attempts were made to gather additional details, but these were not successful. The infusion device and adapter were replaced and requested for evaluation, and the infusion set and cartridge were also requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specifications. The alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.